Event description:
Medtronic received information regarding a navigation system during a procedure. It was reported that the positioning sensor unit (psu) on this system had intermittent issues with one of the eyes. It intermittently deactivated when in use. The medtronic representative (rep) checked the ndi toolbox for bump status. The procedure being performed was a spine and cranial procedure. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome. Troubleshooting information was provided. Because of the intermittent occurrences, instrument check outs were performed using a different navigation system. All instruments navigated appropriately so that led to the medtronic representative to check out the camera.

Manufacturer narrative:
This allegation was also reported under regulatory report number 1723170-2022-02034. This is being reported twice to capture the event happening in two different therapies, as noted in event. Concomitant medical products: other relevant device(s) are: product ID: 9735821r, serial/lot#: (B)(4). Device evaluated by MFR: a medtronic representative went to the site to test the equipment. Testing revealed that a hardware part was replaced. The I maging system then passed the system checkout and was found to be fully functional. Codes b01,c13,d02 are applicable. Device evaluated by MFR: a hardware analysis was initiated to determine the probable cause of the reported behavior. Analysis found that the complaint was verified. The issue was consistent with a previously known and tracked hardware anomaly. Code b01,c07,d02 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.